Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen pediatric arterial cannula, it was reported that there was a defect in the procedure to cannulate the blood transmission to the ascending aorta when the device was checked beforehand. Specifically, the inner cylinder did not protrude beyond the cannula tip. Subsequently, a new cannula was used. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the device was received with the obturator inserted into the cannula with the tip protruding from the cannula tip. Additional visual inspection shows no outward signs of any damage. The obturator outer diameter (od) was measured using a keyence scope and the cannula tip ID was measured using a plug gage. Cannula tip inner diameter (ID) - was measured to be 0.074 inches, specification, tip ID is 0.071 to 0.076 inches obturator od - was measured to be 0.076 inches, specification, tip od is 0.077 +0.002/-0.001 inches the obturator was inserted and removed several times with no issues noted. Reason for return was not confirmed. Additional information b5. Medtronic received additional information that it was confirmed that the defect was noticed when the item was checked in advance to insertion into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.